Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that the patient experienced a rash at the sensor adhesive area on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. Patient treats the affected area with clobetasol lotion, prescribed by her dermatologist for the reported skin reaction. Date of prescription and medical intervention is unknown. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).